Event description:
It was reported that during a routing generator replacement procedure, the atrial lead exhibited noise. Upon opening the pocket, an insulation abrasion was noted on the lead. The lead was repaired and remained implanted. The patient would be monitored.

Manufacturer narrative:
(B)(4).